Event description:
It was reported that during an arteriovenous fistula stenting treatment procedure, a balloon rupture occurred. The unspecified stenosed target lesion was located in a shunt in the severely calcified forearm. The physician inflated a mustang pta balloon dilatation catheter to burst pressure without any effects. However, the physician increased the pressure in the balloon past the burst pressure until the balloon ruptured. A circumferential burst around the balloon was noted which causes the distal tip of the balloon to detach and remain inside the patient's body. Due to severe calcification and occlusion, the distal tip of the balloon remained in position inside the patient's body. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis.  The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered user related.  It was reported that the balloon was inflated past the rated burst pressure. (B)(4).